Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on valve bond edge assessed as unidentified (tear) opening, one opening observed on anterior side assessed as surgical damage and one opening observed on anterior side assessed as surgical damage like. ¿ creases/folding of implant: observed creases on the surface of the shell. Additional observations: ¿ wear abrasion observed. ¿ yellow particles observed inner the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported left "any creases" and "completely folded many times".